Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, device wrinkling, and wrinkling of the skin.

Event description:
Patient reported left side "rippling" and maybe a "leak". Device has been explanted.